Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report the patient's receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A data log could not be downloaded because the receiver would not boot up. The receiver case was opened for further evaluation. An interior inspection found moisture damage. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.